Manufacturer narrative:
Section b5: additional information has been updated. Section e: initial reporter details has been updated. Section g2: report source has been changed to company representative. There was no facility or health care professional involved in this event. H6: codes fdc d02 has been updated for nim console. The previously updated code d16 were no longer applicable. H6: codes fdc d20 has been updated for patient interface. The previously updated code d16 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information stated that issue was identified prior to use..

Manufacturer narrative:
H3: product analysis for nim console confirmed the reported issue and found that power management board failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4). H3: product analysis for nim patient interface, couldn't be able to confirm the reported issue and found that afe board failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim console was not connecting wirelessly to the patient interface box. There was no patient impact.